Event description:
It was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.